Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer¿s friend had taken the customer to emergency room and then admitted to the hospital due to hyperglycemia on (B)(6) 2020. The customer¿s blood glucose level was 900 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip, intravenous drip and antibiotics during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as difficulty breathing, not feeling well and stomach infection. Customer reported they contacted their health care professional regarding the high blood glucose. Customer was not alleging insulin pump was not under delivering. Customer stated that auto mode feature was not on. Customer was unable to complete carelink upload. The device will not be returned for analysis.